Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the touchscreen does not illuminate when plugged into a power source. Troubleshooting with tandem technical support was performed. Customer's blood glucose levels were not impacted. Customer has back up insulin pen injections for insulin therapy.